Event description:
It was reported, the patient had an infection that required antibiotic treatment for four months. It was also noted, the device was explanted.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).